Event description:
It was reported that a pt underwent a hepatic left lobe resection procedure on (B)(6) 2010 and suture was used. When the package was opened, the surgeon found that the needle was chipped at the swage and the fragment was in the package. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-01118. The same pt is represented in each medwatch.